Event description:
It was reported to philips that the system gave a remote alert indicating image storage was not possible, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a cardiac arrhythmia procedure. The procedure was delayed and completed using fluoroscopy. Analysis of the log file showed malfunctioning image processing pc (ip-pc), confirming the fault with ip-pc. A philips field service engineer (fse) inspected the system onsite and found issue with ip-pc. To resolve the problem, the fse replaced the ip-pc. After replacement, the system was returned to use in good working order and was ready for clinical use. The ip-pc was returned for further analysis. Testing was performed, and low battery voltage was identified for cmos battery. The reported issue is related to medical device correction z-0002-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.